Event description:
As reported, the physician experienced difficulty in removing an exodus drainage catheter from the patient. A surgical cut-down was necessary to remove the device. No additional patient complication were reported. The used device was discarded by the hospital.

Manufacturer narrative:
Although it has been stated that the device from this event has been discarded by the hospital and will not be returned to navilyst medical for evaluation, the investigation into this event is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted, ((B)(4)).